Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an endoscopic biopsy procedure of the colon performed in 2009. According to the complainant, bleeding ensued as a result of the biopsy is taken. Pressure was applied to the site and the bleeding stopped on its own with no need for intervention. There was no significant blood loss and blood transfusion was not necessary. It was also reported that the patient complained of pain post procedure and that analgesics were prescribed. It is not known whether the prescription of analgesics is common practice for this physician. The procedure was completed with this radial jaw 4 single use biopsy forceps large capacity device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.